Event description:
Nurse and nursing assistant were transferring resident with ez lift. Resident was in bed transferring to wheelchair. Resident was in midair when base of the lift broke. Resident fell onto back and struck back of head of lift. Resident was assisted back to bed. Resident had complaints of headache and hip, back and leg pain. X-rays taken and CT scan of head taken. Monthly maintenance of lift completed with no noted abnormalities.